Event description:
It was reported that prior to starting a da vinci s hysterectomy procedure the pk dissecting forceps instrument was observed to have frayed wires. No additional info was provided. No pt harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found one grip open cable to have fraying between the tip and the distal idlers. The grips open and close without issues. The proximal clevis, outer distal pulley, and the grip, located on the same side as the damaged cable, present damage and scratch marks indicative of instrument collisions that may have also caused damage to the cable. Engineering also observed a 2.250" section where material was removed form the main tube. The damage area is parallel to tube axis and has a rough surface finish. Based on the location and appearance, the damage was most likely caused by a cannula accessory. The instrument also has a deep scratch extending approximately 1.625" from the intersection with the proximal clevis, with material removed from the main tube. Based on the location and appearance, the damage is most likely due to instrument collisions and/or rough handling. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.